Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a small bowel resection ¿dead bowel¿ procedure, the device cuts and the staples did not go through back wall of the bowel, a second reload was used the same issue occurred. A double staple line gets both front and back walls. A hand sew was made and finish the anastomose.

Manufacturer narrative:
D10 concomitant products: gia80mtc, cartridge gia80mtc medthk tristp (lot#:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the device cuts and the staples did not go through back wall of the bowel, a second reload was used and the same issue occurred. A double staple line gets both front and back walls. A hand sew was made and finish the anastomose.

Event description:
According to the reporter, during a small bowel resection "dead bowel" procedure, the device cuts and the staples did not go through back wall of the bowel, a second reload was used the same issue occurred. A double staple line gets both front and back walls. A hand sew was made and finish the anastomose.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted an opening in the abdomen could be seen. Staple lines could not be properly identified or examined in the tissue opening. Three pieces of resected tissue could be seen. Staples appeared to be properly placed in two pieces of tissue. The third piece of tissue appeared to be missing staples distally. It was reported that the staple line was incomplete. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.